Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, one piece of the jaws of the force bipolar forceps instrument fell off into the patient. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.683" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip did show damage (broken conductor wire). Additional unrelated observations not reported by site: the instrument was found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the distal clevis. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire showed damage (broken grip tip).